Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display and the same problem with the new battery cap on the insulin pump. Customer stated that the battery cap was not damaged or corroded. Customer removed the battery for 10 minutes and cleaned the battery contacts with an alcohol wipe. Customer inserted a new battery and the blank display issue was not resolved. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a broken solder pad on the interface board. The pump was received with minor scratches on the lcd window.